Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vich12.6, 6.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to observation of excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem.

Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens; residue on lens. Claim#: (B)(4).